Manufacturer narrative:
Reported to the FDA on (B)(4), 2011.

Event description:
Reported by the complainant as follows: there is no signal from more than 50% of the electrodes. The monitor shows only a straight line.